Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-03582. It was reported it was confirmed through xray that the patient had lead migration. The patient underwent surgical intervention and had their leads replaced on (B)(6) 2019. Effect therapy was established post op.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient's ipg was electively replaced and the leads were explanted and replaced also. Therapy was restored. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.